Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not retract. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal conductor of the lead was extrinsically over-rotated. The connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.